Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed, and no anomalies were found. The analyst noted that the helix could be fully extended and retracted and turns within specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was difficulty placing the lead during implant. The lead was attempted to be repositioned, but the helix had difficulty retracting. The lead was removed. No patient complications have been reported as a result of this event.